Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the central line placement, we discovered the central line kit was defective. A new wire was needed as well as a new kit. The hypo after being used to enter the vein on the second approach snapped in half. Post procedure x-ray was taken to verify the central line placement and to ensure no foreign objects were still in the patient." There was no medical intervention required. The patient's current condition is reported as "discharged in a stable condition."

Event description:
It was reported that "during the central line placement, we discovered the central line kit was defective. A new wire was needed as well as a new kit. The hypo after being used to enter the vein on the second approach snapped in half. Post procedure x-ray was taken to verify the central line placement and to ensure no foreign objects were still in the patient." There was no medical intervention required. The patient's current condition is reported as "discharged in a stable condition".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.